Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010 the patient underwent : revision of l5-s1 decompressive laminectomies and foraminotomies; l5-s1 transforaminal lumbar interbody fusion using peek spacer; l5-s1 posterolateral arthrodesis using pedicle screw fixation; use of local autograft and bone morphogenic protein. Preoperative diagnosis: bilateral lower extremity radiculopathy secondary to foraminal stenosis; l5-s1 grade 1 spondylolisthesis with gross motion abnormality; status post prior partial l5-s1 decompressive laminectomy. Perop notes: an incision was then carried forth midline using a #10 blade over the l5-s1 spinous processes along the prior surgical site. Attention was first turned toward decompression of the central canal and performing the bilateral foraminotomies at each level. The disc was then removed and the endplates were appropriately prepared using a high-speed bur in order to remove bridging osteophytes. Lateral fluoroscopy also assisted in gauging the dimensions of the vertebral endplates in order to ensure near complete removal of the disc material. Next a 12 x 22 mm peek spacer was placed into this interspace. In addition, some autograft was placed anteriorly along the vertebral interspace prior to placement of the interbody spacer, which also contained only local autograft. Once the instrumentation was in place, ap and lateral fluoroscopy again confirmed the instrumentation to be in optimal position. The transverse processes were then decorticated using a high speed bur. Local autograft wrapped in bone morphogenic protein was then placed bilaterally into each of the lateral gutters overlying the transverse processes. Next 2 contoured 40 mm peek rods were then placed into their respective screw sites and set screws were applied. Again fluoroscopy confirmed positioning, and final tightening was performed.